Event description:
The customer reported that while pipetting a microwell plate on summit, the operator reported that no sample was pipetted. No error was generated. No death or serious injury was associated with this incident.